Event description:
The user facility reported that the doctor inserted the glidewire through his access needle and it sheared off about 30-40cm of the jacket of the wire. The doctor had to access the opposite femoral artery to retrieve the detached sleeve with a snare. The patient's condition was stable. There was no patient injury, medical/surgical intervention required. Additional information was received on 23jul2020. An angio procedure was being performed. They are not aware that any of the glidewire was left in the patient. Fluoroscopy was used to snare the jacket. There was no harm to the patient. Once jacket portion was snared, they finished getting their imaging.